Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Consumer reported via e-mail that the string was detaching from the tampon when pulled; it happened twice with one box. No injury was reported.